Event description:
Safety director reported the blood tubing separated from the spike of the interlink y-type blood solution set, causing blood to spurt all over the triple channel pump, floor, bed, and nurse. The nurse stopped the spray with hands and was exposed to blood on gloved hands and arms. The nurse received testing for the exposure.